Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
During surgery, rotating of the perforator was dully. No delay in surgery or adverse consequence to a patient was reported. No further information was provided by hospital.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the customer's complaint was not verified. The customer's perforator met functional test acceptance requirements; proper engagement and disengagement was achieved with every drilled hole, and there was no erratic or poor cutting action. Device history records (perforator assembly) show all tests and inspections, including a drilling test on each perforator, met specification requirements. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.